Manufacturer narrative:
Product investigation summary: the returned instruments were examined and the complaint condition was able to be confirmed in each instance as one driver (part 03.617.902 / lot 9525334) had a broken distal tip (fragment not returned) and the other was found to be stripped (part 03.617.902 / lot 9247512). Based on the complaint description, the driver with the failed tip occurred as the result of the application of excessive torque. The stripped driver is likely the result of excessive torque and/or off-axis application. The stardrive screwdriver shaft t8, self-retaining/qc, (03.617.902) is one of four t8 screw insertion drivers in both the zero-p and zero-p variable angle (va) systems. The zero-p system notes that a 1.2 nm torque limiting attachment (03.110.002.99) must be used for screw insertion cautioning that breakage may occur if the attachment is not used. When inserting screws in the va system, no torque limiting attachment is necessary as the screw head is retained by a blocking mechanism once fully inserted. For removal, it is noted that a torque limiting attachment should not be used. The screwdriver shaft t8 (03.617.902) was evaluated in a static torsional test resulting in the following conclusion: the screwdriver shafts remain in the elastic range up to a torque of between 2nm and 2.2nm. The maximum of the plastic range and hence the maximum torque is achieved on the average after 2.49nm. Then the tip shears off. The tips achieve different maximum rotation angles until rupture occurs. Through the testing, two of four tips deformed, another sheared partially, and the final sheared completely. As deformation occurs between 2-2.2nm, and failure occurs at approximately 2.49nm, the returned instruments were exposed to a values outside of their intended operating range causing the reported failures. The relevant drawings for the returned instruments were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no material record reports, non-conformance reports, or complaint-related issues were identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a zero-p screwdriver shaft sheared off during a zero-p anterior cervical discectomy and fusion (acdf) removal. While removing the zero-p device the surgeon took out three (3) screws using a counter torque device. There was trouble removing the last screw and the torque limiter was taken off. During continued attempts to remove the screw too much force was used and the screwdriver shaft tip sheared off. There were no reported fragments left in the patient. A second screwdriver was used and is now unusable (damage unknown); however, the screw was successfully removed. The patient was revised to a competitor's product and the procedure was completed without further incident. This report is 2 of 2 for (B)(4).